Manufacturer narrative:
The power management board was returned to the manufacturer for failure investigation. Visual inspection of the power management board (pm pcba) revealed no evidence of damage or contamination, during debugging the failure investigator found y1 (10 mhz oscillator) on the pm pcba with no 10 mhz clk output signal and q42 (n-channel logic level enhancement mode field effect transistor) pin 1 drain to pin2 gate shorted. It was determined that the component failure y1 and q42 shorted on the pm pcba prevented the ventilator from powering on.

Event description:
The customer reported that the ventilator will not power on either on ac or dc power. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).